Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil identified within the myometrium'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 34-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage ("bleeding/ heavy bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report. Specimens: uterus with cervix and bilateral fallopian tubes. Diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral . Salpingectomy: 90.8 gram. Uterus. Benign cervix. Benign secretory endometrium. Myometrium with adenomyosis and benign leiomyoma, 2.7 cm in greatest dimension. Benign bilateral fallopian tubes. Negative for. Hyperplasia, atypia, or malignancy.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Reporter information added. Event: embedded device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil identified within the myometrium'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 34-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage ("bleeding/ heavy bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report specimens: uterus with cervix and bilateral fallopian tubes diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 90.8 gram uterus. Benign cervix. Benign secretory endometrium. Myometrium with adenomyosis and benign leiomyoma, 2.7 cm in greatest dimension. Benign bilateral fallopian tubes. Negative for. Hyperplasia, atypia, or malignancy.. Concerning the injuries reported in this case, the following ones were described in patientâ¿¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("bleeding/ heavy bleeding") in a 34-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The patient's concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report specimens: uterus with cervix and bilateral fallopian tubes diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 90.8 gram uterus. Benign cervix. Benign secretory endometrium. Myometrium with adenomyosis and benign leiomyoma, 2.7 cm in greatest dimension. Benign bilateral fallopian tubes. Negative for. Hyperplasia, atypia, or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("bleeding/ heavy bleeding") in a (B)(6) female patient who had essure (batch no. D23515) inserted for female sterilisation. Medical conditions: (B)(6) 2018-surgical pathology report, specimens: uterus with cervix and bilateral fallopian tubes, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral, salpingectomy: 90.8 gram. Uterus, benign cervix, benign secretory endometrium, myometrium with adenomyosis and benign leiomyoma, 2.7 cm in greatest dimension, benign bilateral fallopian tubes, negative for. Hyperplasia, atypia, or malignancy. Concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.